Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have experienced sensor problems. Customer reports to have received a weak signal and lost sensor. Customer also reports of not being able to upload to carelink. Customer's blood glucose was 99 mg/dl. During troubleshooting, self test was ran. Self test gave a rf pic failed self test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.